Manufacturer narrative:
The instrument was returned and evaluated. Complaint of tips would not articualte is confirmed. The pitch down cable is broken at the distal clevis hub. Pitch motion is non-intuitive due to broken cable. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that tips of the pk dissecting forceps would not articualte. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.